Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. High battery impedance occurred, leading to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(6) 2011, prior to explant. Ramware version 8 installed approximately the week of (B)(6) 2010.

Event description:
It was reported that the device indicated elective replacement earlier than expected. It was also reported that the device showed different battery voltages on carelink and paceart. The device was explanted and replaced. No patient complications have been reported as a result of this event.